Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: a device history review was conducted for lot number 7019422. We have detected a trend for this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained from previous investigations we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot, dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices. Results of this event will continue to track and trended for this issue. Rationale: CAPA (B)(4) has been created.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, as a result of patients needed a large number of rapid infusion, original closed venous indwelling needle, 24g infusion needle was slow, it couldn't achieve treatment, so the 18g closed venous indwelling needle was punctured in patient with left arm, needle was smoothly and successfully lien, it was found that the hole left by pulling out the last needle was penetrating, so closed the switch, blood flowed back, blood oozed out from the septum, it was discovered in time, then the needle was pulled out, and replaced the needle to puncture again.